Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, the bottom part of the provisional was fractured when the surgeon attempted to trial the provisional without the metal shim middle part. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical inspection. The returned provisional showed signs of repeated use (nicked/gouged) and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. Reported information states that the surgeon attempted to insert the trial construct without the metal shim. The persona surgical technique instructs to slide the shim in using a direct anterior approach between the tasp top and bottom during assembly of the construct. It also advises to maintain slight pressure between the tasp top and bottom while inserting the shim to avoid inadvertent separation. The root cause is considered to be misuse as the surgeon attempted to insert the trial construct without the metal shim. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.